Event description:
It was reported impedance was fluctuating from 400 ohms to over 2000, and there was p-wave oversensing. Impedance fluctuations could not be reproduced in the office. A lead fracture was suspected. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.